Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The last patient to use this battery charger did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon service investigation of battery charger sn (B)(4) the battery charger's power brick connector was defective. The past patient to use this battery charger did not report any deficiencies.